Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on an unknown date. According to the complainant, during the procedure, an attempt was made to deploy the clip; however, the clip would not detach. The clip was removed by pulling and yanking the catheter. Eventually the clip fell into the patient. There was no plan to retrieve the detached clip and was left to pass naturally. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.